Event description:
It was reported that during the initial implant procedure, the stylet was unable to be removed from the left ventricular (lv) lead and damage was noted on the lv lead. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of stuck stylet and connector damage were confirmed. As received, a partial lead was returned in one piece with the connector pin, crimp sleeve, and the connector cap found pulled out of the connector assembly and the inner coil found stretched consistent with excessive forces during procedure. The cause of the reported event was due to bunching of inner coil and polytetrafluoroethylene (ptfe) coating of the stylet distal to connector pin that prevented the removal of the stylet and the excessive forces resulted in the connector pin and cap to be pulled out of the connector assembly, consistent with procedural damage. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.